Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The caller wanted to check if the patient was eligible for an MRI and if the patient could get their device replaced. The agent asked if they had 2 active devices implanted. The caller mentioned that they only had one and that the implant has not been working for several years and has been dead. The patient mentioned that they had removed the old one on their right and put a new one on their left. The patient mentioned that they only have the most current implant in right now. The patient mentioned that the current implant didn't work hardly at all, and so has been dead and not charged. The patient said the current implant worked but not as good as the old one and when it worked, it was nothing compared to the old one. The caller stated that they met with a representative (rep) to try and adjust the settings maybe a year or two after the implant, but they could not remember the date or the name of the representative. The caller noted when the rep tried to adjust the settings, they couldn't get the stimulation to work and when the stimulation did work, it was nothing compared to the first implant. The agent reviewed the MRI information, and the patient was redirected to their healthcare provider to further address the patient wanting implant replaced and MRI. No symptoms were reported.